Manufacturer narrative:
The synergy xd mr ous 3.00 x 32mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the proximal region were lifted and bent distally. The undamaged stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 07-jul-2021. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified middle left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced directly and failed to cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was fine. However, returned device analysis revealed stent damage.